Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture, and high/undefined superior vena cava (svc) and rv coil impedances. The lead will be replaced in the future, however currently it is still in use. No patient complications have been reported as a result of this event.